Event description:
Patient's representative reported " unknown side rupture diagnosed via magnetic resonance imaging (MRI)" healthcare professional later reported "left side: "capsular contracture grade IV"; "double capsule, total destruction of the left implant" the device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, d6b, h6. Visual analysis: it is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ double capsule: ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient's representative reported "unknown side rupture diagnosed via magnetic resonance imaging (MRI)". Device remains implanted.

Manufacturer narrative:
Correction: e.1 country.

Event description:
Patient's representative reported "unknown side rupture diagnosed via magnetic resonance imaging (MRI)". Device remains implanted.